Event description:
It was reported that according to the family the patient received a blow to the implant area one week ago. From then on he has no longer been able to hear with his device. The processor was double checked and worked fine. Testing was carried out which confirmed that the device has malfunctioned. Re-implantation surgery is scheduled for 2008.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.